Manufacturer narrative:
03-oct-2024 product investigation results: manufacturing issue was investigated. Corrective action is in place.

Event description:
Trauma - mouth [mouth injury]. Almost choked [choking sensation]. Magnetic drive broke while brushing my teeth...brush head [...] Fell into my mouth - oral-b [device breakage]. Brush was shutting off with 20% battery - oral-b [device physical property issue]. Manufacturing issue - oral-b [manufacturing issue]. Case narrative: consumer via e-mail stated that their oral-b toothbrush handle, type 3758 had been shutting off with 20% battery. While brushing their teeth, the magnetic drive broke off and they almost choked on their oral-b toothbrush head when it fell into their mouth. No serious injury was reported. 08-mar-2024 via digital safety assessment survey: consumer was a 38 year old male that also reported he experienced mouth trauma. No serious injury was reported. 12-sep-2024 case update from information initially learned on 04-sep-2024: the suspect product lot was ah11850330. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Trauma - mouth injury almost choked choking sensation magnetic drive broke while brushing my teeth...brush head fell into my mouth - oral-b device breakage brush was shutting off with 20% battery - oral-b device physical property issue case narrative: consumer via e-mail stated that their oral-b toothbrush handle, type 3758 had been shutting off with 20% battery. While brushing their teeth, the magnetic drive broke off and they almost choked on their oral-b toothbrush head when it fell into their mouth. No serious injury was reported. 08-mar-2024 via digital safety assessment survey: consumer was a 38 year old male that also reported he experienced mouth trauma. No serious injury was reported.